Manufacturer narrative:
Section g3: the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the healthcare provider saw a heartmate 3 patient on (B)(6) 2025 in the clinic. The patient had a computed tomography (CT) scan on (B)(6) 2025 of their lumbar spine for evaluation of back arthritis. The patient had their backup bag in the CT room with them. The site asked the patient to take off a necklace and the patient put it in the backup bag with the extra batteries. The patient noticed that the necklace was discolored when it was taken out of the backup bag and also one of the batteries was discolored and almost looked burned. Additionally, the patient noticed that the backup bag, where the battery was sitting had a hole burned in it as well. The site wanted to give the patient new batteries and replace the burned battery. The site would return the battery upon receipt of shipping information. The patient support remained ongoing. As of (B)(6) 2025, the site did not have any CT images available and stated this to not be a patient symptom issue, rather an equipment issue. Information on whether any treatment was performed and the patient status or plan of care were not available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the 14v battery was confirmed via analysis of the returned battery. Visual inspection of the returned 14v battery (serial number: (B)(6)) revealed small dents in the housing near the contacts that also had a brown discoloration surrounding the damaged areas. Black discoloration was also observed on the two of the contacts, indicating that the contacts were also damaged. Despite the observed damage, the returned battery was functionally tested and found to operate as intended during testing. The battery¿s discharge time was tested using an electronic load based battery test system and the battery exceeded the design specification for discharge time. The battery was connected to a test system controller, a test battery clip, and a mock circulatory loop without any issues. The battery supported the system without any issues or atypical alarms produced, including when the battery was manipulated by hand within the battery clip. The returned battery was also inserted in a test universal battery charger multiple times and each time the battery accepted for charge with no faults active. Provided information stated that the issue was identified after the patient had placed their necklace in a bag alongside their 14v batteries. Although not confirmed, the necklace have may have caused a short on the 14v battery, which could have resulted in the reported event. The root cause of the reported event could not be conclusively determined through this analysis. The 14v battery (serial number: (B)(6)) was inspected and accepted into the storage location on 25may2023. The battery was shipped to the customer on 08jun2023. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ explains the operation of batteries in the heartmate system. The document explains how to use the 14v batteries, including how to properly calibrate the 14v batteries, how to connect the 14v batteries to the appropriate battery clips, how to charge the battery, and how to check the charge level of the battery. Heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ addresses how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the 14v battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.